Manufacturer narrative:
Investigation revealed that there was no system malfunction. Review of the excelsius gps case logs indicated that the misplacement of the implants was due to a shift of the dynamic reference base (drb) at some point in time between transferring the patient registration from the intra-operative CT (ict) registration fixture and proceeding to navigating implants. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants in a similar fashion as seen in this procedure. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced without the use of the robot.